Event description:
During implant, high impedance and high threshold was observed on the right ventricular channel. The lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and high threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.